Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. The investigation found that if a beam fails to calculate, the dose contribution for that one beam is removed from the overall dose calculation, but the monitor units are not removed. Therefore, the exported plan will still contain segments and mu for that beam. If the beam is delivered as exported, the plan dose distribution will not match the delivery. No patients were mistreated.

Event description:
The customer reported that monaco excludes beam after recalculation. Based on the available information there has been no actual mistreatment.